Manufacturer narrative:
The customer's meter was returned for investigation. Upon investigation of the returned meter and an issue was found with the display assembly. The cause has been determined to be a manufacturing issue. The lines on the display do not obscure the area where patient results are displayed. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained of lines on the screen and that once the scan was pressed the scanner light shut off. The meter was configured for manual entry, thus preventing the customer from scanning the ids and the reagents when attempting to run a test. It was noted that the meter was fully charged and wasn't damaged as it did not rattle. The customer said she cleaned the laser aperture, reset the meter, saw the roche logo but the lines remained and that the light continued to go out briefly. The scanning issues persisted. An attempt to run the control test was made but not successful. There was no misinterpretation of results.